Event description:
On (B)(6) 2018, a (B)(6) year old male veteran arrived at the (B)(6) department four days after his MRI shoulder exam was completed. He had a complaint of burns and blisters on his lower back. The red circular burns on each side of the incision site where the MRI compatible neurostimulator pain stimulator was installed on (B)(6) 2017. The veteran did not notice any burning or discomfort on the day of the exam or during the exam, however occurred days after. He was evaluated again today, and the burns have decreased in size from the previous days. The veteran was properly screened before the scan, and it was known he had the device implanted and consented to the MRI scan. The veteran supplied an implant card about the device implanted and the device was confirmed to be MRI safe by the MRI techs directly calling the manufacturer prior to the examination. The implant card was checked and scanned into the veteran's medical records. The veteran had charged the battery before the exam as directed by the manufacturer. The veteran turned the device off before the exam as directed by the manufacturer. The vendor was called to verify the device was safe and if any precautions were necessary before scanning. The vendor went over the manufacturer checklist for the device with the technologist prior to the scan and verified verbally that the device was safe; no further action required. The MRI was completed with no immediate complications. The veteran returned to his pain provider the next day and the device was tested by the vendor and reprogrammed as directed by the manufacturer. The device was functioning properly. The patient had redness and discomfort around the area at that time. He was directed to report back to the (B)(6).